Event description:
Customer reported seven blood leaks on the CT 190g dialyzer. The customer noticed the blood leaks in 2001. Customer only had use numbers for four of the dialyzers (use 3, 11, and two at 26). Per the customer, the other use numbers were not documented. Blood leaks were noted visually and by a blood leak alarm. The patients experienced approximately a 250 cc blood loss. New dialyzers and blood lines were set-up and the treatments continued without further incident. No medical or patient intervention was reported by the customer.